Manufacturer narrative:
The system was examined and tested. The system was found to meet product specifications. The system was manufactured on august 11, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The facility used a phaco sleeve that was not matched to the phaco tip correctly. The company service representative recommended the customer use the correct sleeve for the phaco tip. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. (B)(4).

Event description:
A customer reported that a patient experienced a posterior capsular rupture during a procedure. The procedure was completed. Additional information has been requested but none is expected.